Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The visual analysis of the returned items found the implant still attached to the pusher with the coils severely stretched at the proximal section. Inspection of the pusher found to be in great condition and no visible damage. The as-reported complaint description indicates the coil was shredded; an attempt for clarification for this term was made, but no further clarification was able to be obtained regarding what shredded means, which is why this complaint will be considered non-verifiable. The product evaluation of the physical device found the implant to still be attached to the pusher but severely stretched at the proximal section. The stretching of the implant is consistent with the coil experiencing excessive retraction forces as the coil was stuck. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
Please note the second coil is reported under MDR 2032493-2023-00006. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. It was stated that the device is available for evaluation, but it has not yet been returned to the manufacturer. If the device is received, an investigation will be performed. A supplemental and final report will be filed following the completion of the complaint investigation.

Event description:
It was reported that two coils became stuck in the microcatheter and would not advance. When the coils were pulled back, they shredded. The same catheter was used for both coils, and both shredded when being removed. No other information is available. The patient is stable and alternate devices were used to complete the procedure. Please note the second coil is reported under MDR 2032493-2023-00006.